Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red heart alarm was not confirmed. A log file was submitted for review and data from the reported event date of 20dec2024 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without issue throughout the timespan. The system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6)2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the inpatient team heard a hazard alarm. The patient reported that they saw the red heart illuminated with the interface screen that stated, "call hospital". There were no alarms since (B)(6)2024 on the patient's system controller and the history did not record anything when the customer ran it. The patient was standing at the time and did not experience any symptoms. The alarm was stated to have occurred sometime in between 11:00 and 12:00. Log files were sent for review. The event file showed a self-test was performed on (B)(6)2024 at 11:29:09 and the alarm silence button was pressed repeatedly. The patient called to ask what the issue with the controller was. The patient was advised that there were no alarms seen in the data and that next steps were at the discretion of the ventricular assist device (vad) team. The cause of the alarms was not identified. The controller was exchanged, and no products would be returned.